Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was reported as poor environment and poor source of water. On the same day as peritonitis onset, the patient was hospitalized. Treatment was not reported. Six days after peritonitis onset, the patient passed away due to "infection and shock". The reported cause of death of infection and shock is most likely the reported peritonitis event resulting in septic shock and subsequent death. Pd therapy was reported as ongoing until the time of death. It was not reported if an autopsy was performed. Additional information is not available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.